Event description:
It was reported the device was used during a thorocoscopy wedge resection. It was reported the cartridge fell out of the stapler. There was no consequence to the pt. 06/25/1998 the contact person reported it was the third reload, during the fourth firing when the cartridge fell out of the stapler. The cartridge fell onto the pericardium and was retrieved. There was no extension of or time and no consequence to the pt. No further info is knonw.